Event description:
Further follow-up with the healthcare professional revealed that the patient has persistent arthralgia and an inability to perform their job.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of autoimmune disease is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of autoimmune disease as follows: precautions: ¿the safety and effectiveness for the treatment of anatomic regions other than facial wrinkles and folds (eg, lips) have not been established in controlled clinical studies.¿ physician instructions: "the physician should instruct the patient to promptly report to her/him any evidence of problems possibly associated with the use of juvéderm® ultra plus xc."

Event description:
Healthcare professional reported that after injection in the neck area with "juvederm," the patient is stating that they developed an autoimmune disease. Patient is experiencing persistent pain in extremities and is also having issues ambulating and gripping. Healthcare professional stated the patient is "unable to work as massage therapist" as a result of the symptoms. Patient was treated with otezla and methotrexate. Symptoms are ongoing.